Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up, the pulse generator exhibited noise in both channels. The noise could not be replicated with isometric. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.